Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for bleeding associated with the use anticoagulation. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmalogical factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the implant procedure on (B)(6) 2016, the surgeon initially reopened the thoracotomy site and evacuated the blood in the pericardium. During this time, he was able to locate a few sources of bleeding from the apex and reinforce them with additional felt strips, bio glue and surgical and then the thoracotomy site was closed. An iabp was added for rv support and the cvp at the time was 12. After a period of time, the patient began exhibiting symptoms of blood loss symptoms of pulsatility dropping, flows deceasing, map ~ 35mmhg, vad suction leading to a need to decrease rpm from 2300 to 2000. The patient received red blood cell transfusions, platelets, factor 7, and cell saver in addition to max dose of epinephrine and 20mcg/kg/min of levophed to maintain the patient's blood pressure. The surgeon then decided to re-explore the thoracotomy site through the sternum converting the hemi-sternotomy to a full sternotomy. Cardiopulmonary bypass (cpb) was initiated and the hvad was turned off and remove from the sewing ring. The patient had a total of 136 min of cpb time, 96 min of which was additional time from having to re-explore and go back on cpb. The surgeon was able to identify additional sources of bleeding around the sewing ring and reinforced nearly the entire apex with additional strips of felt, bio glue and surgical. The medication and blood product requirements decreased substantially and the patient was once again closed. The patient was transferred to the ICU with iabp 1:2, 3.4lpm of flow, 2300rpm, and 2.4w and 4l of pulsatility variation. According to the surgeon, the patient continued to have issues overnight and was taken back to the or for re-exploration on (B)(6) 2016 at which time more repair work was done to the lv apex. Patient is stable at this time requiring close monitoring.